Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this 27 mm bioprosthetic valve, the valve was explanted and replaced with a 29 mm valve due to mitral regurgitation. No adverse patient effects were reported.